Event description:
The customer reported a cable connection test malfunction. The customer did not specify whether it was related to a pad or ECG issue. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.